Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) pc. Lot in october of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet, inc.- kenosha's manufacturing processes. Evaluation of the returned instrument shows that the jaws are slightly loose and misaligned in the closed position and one of the jaws is bent in and damaged but there is no visible damage to the jaw pivot area on the outer tube assembly. We are able to validate this complaint for the returned instrument. We are unable to determine what caused the jaws to be slightly loose and misaligned in the closed position and for one of the jaws to become bent in and damaged but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported, "the jaw of the appliers are malfunctioning. The jaws are not working properly." The appliers were used for demonstration purposes and was not used on a patient. There was no patient harm or injury.